Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a stylus issue. The stylus was noted to be out of calibration. The cable between xy board and overlay was reseated and stylus calibrated with 25-point calibration disk. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the top right of the programmer display screen was unresponsive to the stylus. There was no patient involvement.